Manufacturer narrative:
Additional information was received on (B)(4) 2011. Only 2 of the 3 stents were fractured. As reported via the american heart journal (2010;160:775.e1-775.e9) entitled 'serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation' a patient experienced stent fracture with complete separation and displacement and 25% restenosis at the fracture site. This case is 28th of 29 events. The patient was a (B)(6) male. The indication for the index procedure was acute coronary syndrome. The target lesion was in the right coronary artery (rca), but further details were not provided. The lesion was neither an in-stent restenosis nor a chronic total occlusion. No further information was available. Before the event occurred, three cypher bx (size and lot unknown) were implanted with overlap. The total stent length was 74mm and the stent diameter was 3.0mm. However, the date of the procedure and the details of the stent implantation were unknown. The first follow-up angiogram was performed six to nine months after stent implantation. The stent fracture was observed, but no binary restenosis was observed at the fracture site. The location of the stent fracture was unknown and no treatment was reported. There was 25% restenosis and popma et al classification was IV (complete separation and displacement). The products remain implanted in the patient and are thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Additional information received indicated that two of the three stents were fractured. Reocclusion/restenosis is a known potential adverse event associated with coronary artery stenting and is often associated with the progression of cardiovascular disease. Stent damage/deformation and restenosis/reoclussion are known adverse events indicated in the IFU. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Recently, ses fracture has been recognized as a new potential mechanism of restenosis. Possible disposing factors of stent fracture are overlapping stents, cardiac motion and vessel angulations/tortuosity for the native coronary artery. Based on the limited procedural information and without films, it is not possible to draw a definitive conclusion regarding the reported events. However, vessel/lesion characteristics and procedural factors are likely contributing factors. There is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9616099-2010-00925, 9616099-2010-00926 and 9616099-2010-00927. (B)(4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).

Event description:
As reported via the american heart journal (2010;160:775.e1-775.e9) entitled "serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation" a patient experienced stent fracture with complete separation and displacement and 25% restenosis at the fracture site. This case is 28th of 29 events. The patient was a (B)(6) male. The indication for the index procedure was acute coronary syndrome. The target lesion was in the right coronary artery (rca), but further details were not provided. The lesion was neither an in-stent restenosis nor a chronic total occlusion. No further information was available. Before the event occurred, three cypher bx (size and lot unknown) were implanted with overlap. The total stent length was 74mm and the stent diameter was 3.0mm. However, the date of the procedure and the details of the stent implantation were unknown. The first follow-up angiogram was performed six to nine months after stent implantation. The stent fracture was observed, but no binary restenosis was observed at the fracture site. The location of the stent fracture was unknown and no treatment was reported.

Manufacturer narrative:
There was 25% restenosis and popma et al classification was IV (complete separation and displacement). Additional information will be submitted within 30 days of event. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9616099-2010-00925, 9616099-2010-00926 and 9616099-2010-00927. (B)(4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).